Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) inspected the station and found that main drawer, a smart half-height drawer, was sticking when opened by the user. The drawer was removed from the chassis, and the c-channels were realigned. The latch assembly alignment was checked in the hardtop, and the screws were tightened. The failure did not occur when the user attempted to pull medications for a patient. The hardware test application test passed successfully. All light connections were checked, and debris was cleaned. The customer verified that all functions of the device were working normally in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.